Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial sternal reconstruction. The surgeon implanted 12 out of 16 screws in the plate, due to the gap in the patient's sternum due to previous trauma. One of the screws has backed out due to unknown reasons. No further intervention has been reported to date. Attempts have been made and no further information has been provided.